Event description:
Spouse of home pt (hp) contacted baxter's tech service center (ts) for assistance during pt's apd therapy. In 2002, the hp received a low drain alarm in drain 1/6. While troubleshooting the alarm, the spouse reported that the hp was not connected correctly and fluid leaked out of the pt line. The tsc advised hp's spouse to assess the setup for any kinks or closed clamps. The tsc was unable to assist pt in ending therapy early. The spouse was advised to contact the hp's rn for follow up. In 2002 the spouse again contacted the tsc for assistance. The spouse reported a low drain alarm, due to a loose/separated connection which resulted in a leak. The tech assisted the hp's spouse in ending therapy. Follow up with the hp's rn indicated the hp was seen in the clinic 2 days later experiencing cloudy effluent and abdominal pain. The hp was treated with ip vancomycin 200mg, nebcin 20mg and heparin 1000 units. The hp was then admitted to the hosp 2 days later. Add'l medical intervention is unk. The hp had their peritoneal dialysis catheter removed 8 days later and has been switched to hemodialysis. The pt remains hospitalized at time of this report.